Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during the fixation of the anterior forked tibia, after a hole of 4.5mm was drilled, two (2) footprint ultra anchors broke and could not pass the suture. All the pieces were removed with blood vessel clamps. The procedure was completed with a back up device used in the original bone hole, leaving no void left. There was a delay of less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the anchor and green suture string off the device. The distal end of the anchor is fractured away just below the proximal end of the suture window, the proximal anchor is in place and has been actuated. There is biological debris on the returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of material specifications found the raw material strength requirements and storage requirements specified and each lot be must be accompanied by a material certificate of analysis. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, off-axis insertion, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.